Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for uncontrolled high blood glucose levels over 400 mg/dl. The customer stated that she has not had much success keeping her blood glucose levels in control, on or off the insulin pump. The customer also stated that she uses a model mmt-378 silhouette infusion set and changes infusion set every three days. Troubleshooting was performed on the insulin pump and it was found that the programming was inaccurate. Nothing further was reported.